Event description:
It was reported that this implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. The stored electrogram (egm) showed an isolated ventricular undersensed beat. The sensitivity is currently programmed to automatic gain control (agc) at 1.5mv (millivolts). The rv threshold and impedance are stable. This alert will not retrigger until the device is interrogated with a programmer. At this time, the device remains in-service. No adverse patient effects were reported.